Event description:
It was reported when the device was used during a left upper lobe wedge resection procedure, the staples did not close properly. The device was reloaded and the case was completed without patient consequence.